Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process on the insulin pump. Customer stated the issue has occurred during the past several infusion set changes. The customer's blood glucose was unknown. The customer also reported insulin continued to drip after the act button was released from the insulin pump. Customer stated they were not wearing the insulin pump during the prime process. The customer also noted a gap between the piston and reservoir stopper during troubleshooting. The customer stated the drive support cap appeared to be normal on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the reservoir for analysis.